Manufacturer narrative:
Result: the 5max ace was fractured in the strain relief approximately 2.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace was fractured in the proximal shaft when removed from the packaging hoop. Evaluation of the returned device confirmed a fracture in the strain relief. This type of damage typically occurs due to improper handling during removal from the packaging. If the catheter is removed from the packaging at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found fractured and was not used. The procedure successfully continued using a new catheter.